Event description:
End user reports that she developed redness beneath the pouch where it touches her skin about nine (9) weeks ago. The redness is in the shape of her pouch; as it hangs over her abdomen. She stated there is no redness, blistering, weeping or bleeding beneath the barrier; however, she did experience a lot of itching at the site.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user saw her physician and he prescribed her an ointment that she could not afford. Her pharmacist suggested a diaper rash ointment and the area has improved. The end user also stated that the area also improved with her placing paper towels between her skin and the pouch. It was suggested that the end user change products and that she use an anti-fungal powder. A lot number could not be obtained; therefore, a review of the batch record data could not be performed without a valid lot number. This complaint issue has been previously investigated and documented in the CAPA system. Complaints of this nature will continue to be monitored through trending. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.